Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the er320 clips appeared to only partially close around the cystic duct. Opened another device to finish the case. There was no consequence to pt.